Manufacturer narrative:
On (B)(6) 2020 immucor technical support used a remote electronic connection method to access galileo neo serial number (B)(4). Review of the (B)(6) 2020 results confirmed that visually it appeared to be negative; no errors were noted in event log. On (B)(6) 2020 an immucor field service engineer (fse) examined the instrument at the customer site. The fse completed the unexpected reactions checklist successfully. The fse adjusted the roi's and completed daily maintenance. The fse then ran abo and 3 cell screen qc which returned qualified results. The fse also ran abo and 3 cell screen assays on 4 patient samples which provided acceptable results. On november 23, 2020 immucor confirmed presence of the jka antigen on cells 1 and 2 of retention capture-r ready-screen lot r180 in manual capture using retention capture-r indicator cell lot 221660 with retention anti-jka lot dl189543. Controls performed as expected. Cells 1 and 2 resulted positive as expected. Retention product performed as expected.

Event description:
On (B)(6) 2020 a customer reported an unexpected negative screen result with capture-r ready-screen 3 on the galileo neo instrument.